Event description:
The patient was eating a rice cracker and the implanted plate broke. A revision surgery is scheduled for (B)(6).

Manufacturer narrative:
The package insert (B)(4) states that this type of event may occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.